Event description:
Patient started to experience pain. X-rays revealed possible malalignment. Revision surgery performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.